Event description:
The patient reported that the lead dislodged in (B)(6) 2010. The programmed mode was changed from bi-ventricular to right ventricular pacing only. The patient wanted to know if the lead should be -redone-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.